Event description:
Caller (doctor) alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 4.1, lab: >10.0. Doctor called stating multiple discrepancies were seen with one particular pt. Doctor unable to provide exact dates of correlations. ((B)(6) 2012 - was used as date of event since it was the date of awareness by manufacturer) doctor provided most recent correlation results. Pt tested at the doctor's office in the afternoon and was admitted to the hospital later that night/early next morning. Pt developed a subdural hematoma and is still being treated in the hospital. Pt's therapeutic range: trying to keep pt around 3.0 inr.

Manufacturer narrative:
Investigation pending.